Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("female pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), mood altered ("moodiness") and abdominal distension ("bloating"). The patient was treated with surgery (remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, mood altered and abdominal distension outcome was unknown. The reporter considered abdominal distension, depression, mood altered and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("female pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), mood altered ("moodiness") and abdominal distension ("bloating"). The patient was treated with surgery (remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, mood altered and abdominal distension outcome was unknown. The reporter considered abdominal distension, depression, mood altered and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("female pelvic pain/ pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced depression ("depression"), mood altered ("moodiness"), abdominal distension ("bloating"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdomen area"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain had resolved and the mood altered, abdominal distension, dysmenorrhoea, fatigue and vaginal discharge outcome was unknown. The reporter considered abdominal distension, abdominal pain, depression, dysmenorrhoea, fatigue, mood altered, pelvic pain and vaginal discharge to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2019: pfs received. Events: dysmenorrhea (cramping), fatigue, vaginal discharge, abdomen area,patient did not underwent essure confirmation test were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.